Manufacturer narrative:
Additional information: g3, g6, h2, h3, h6 the results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU). In addition, the communications hub indicated ablations were performed with rf power of 40w. The tacticath se IFU warns that ¿application of rf energy at a power higher than 30w is associated with a higher likelihood of audible steam pop occurrence¿ and that ¿too high rf power during ablation may lead to perforation caused by steam pop.¿ however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a left atrial flutter ablation procedure, a steam pop and pericardial effusion occurred. One hour into the procedure, while ablating rf lesions on the anterior wall of the left atrium. A pop sound occurred. The patient became hypotensive and a transthoracic ultrasound revealed a pericardial effusion. A pericardiocentesis was performed and 300ml of blood was drained to stabilize the patient. At the time of the pop, the contact force was about 10 grams, and the power was set for 40w. The pop was heard on the 26th rf application which was 8 seconds long. One hour later, the patient was in stable condition and the procedure was terminated. The arrhythmia had terminated a few seconds before the patient's blood pressure dropped. It was thought that the cause of the effusion was due to too high a power during ablation. The patient is currently in stable condition. There were no performance issues with any abbott devices.